Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device intermittently was unable to power on, and when the device did power on, it would immediately power off. The customer also advised that the device had been dropped and received physical damage. It is unknown if the reported power issue was present before the device was dropped. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d5 of the initial medwatch report indicates: operator of device ¿ blank. Section d5 of the initial medwatch report should indicate: operator of device ¿ health professional.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device intermittently was unable to power on, and when the device did power on, it would immediately power off. The customer also advised that the device had been dropped and received physical damage. It is unknown if the reported power issue was present before the device was dropped.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device intermittently was unable to power on, and when the device did power on, it would immediately power off. The customer also advised that the device had been dropped and received physical damage. It is unknown if the reported power issue was present before the device was dropped. There was no patient use associated with the reported event.